Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the stimulator was replaced because it was painful. The caller said the ins was replaced sometime between 2013 and 2017. The caller had no further information. No further complications were reported.